Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D4 catalog no - additional information. H2 type of follow up: additional information.

Event description:
Subsequent to the initial MDR, additional information is available.